Manufacturer narrative:
Concomitants: (B)(6) - 300-30-08 - equinoxe preserve stem 8mm, (B)(6) - 300-50-45 - 4.5mm short rep plate, (B)(6) - 310-00-41 - xs humeral head, 41mm xs offset, (B)(6) - 314-13-02 - equinoxe cage glenoid small, alpha. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
According to the information provided, the patient underwent a shoulder replacement surgery on (B)(6) 2020. Approximately 2 months later, on (B)(6) 2021 the patient had a superficial infection. No revision date was provided. It was reported that medication was administered to the patient with no benefits (corticosteroid injection). Analgesics were also ordered. Lab studies and a CT study were recommended but the patient had not performed those at the time. No components were removed therefore there is no device for return. No additional information was provided.